Event description:
It was reported that a lead integrity alert was triggered, there were episodes of non-sustained tachycardia and oversensing on the atrial and ventricular channels. It was also reported that there was variation in impedance on the atrial lead. Loose setscrews and/or lead fractures suspected. No intervention reported. The leads remain in use. No patient complications were reported as a result of this event. It was further reported that there was blood in the insulation of the rv (right ventricular) tachy lead. The pace/sense portion of the lead was capped, a new pace/sense lead was implanted, and the defibrillation portion remains in use.

Event description:
It was reported that a lead integrity alert was triggered, there were episodes of non-sustained tachycardia and oversensing on the atrial and ventricular channels. It was also reported that there was variation in impedance on the atrial lead. Loose setscrews and/or lead fractures suspected. No intervention reported. The leads remain in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Programmer data shows a lead integrity alert on (B)(6) 2009 22:03:15. One - patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2009 22:03:15. Fourteen - ventricular nst (non-sustained tachycardia) <=210 ms average v-cycle between (B)(6) 2011 11:23:53 and (B)(6) 2011 00:04:49. Weekly pacing impedance trend data shows varying impedance for min and max atrial pace=400 to 1016 ohms range between (B)(6) 2009 and (B)(6) 2011.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) and (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Programmer data shows a lead integrity alert on (B)(4) 2009 22:03:15. One - patient alert for out of tolerance subthreshold lead impedance on (B)(4) 2009 22:03:15. Fourteen (14) - ventricular nst (non-sustained tachycardia) <=210 ms average v-cycle between (B)(4) 2011 11:23:53 and (B)(4) 2011 00:04:49. Weekly pacing impedance trend data shows varying impedance for min and max atrial pace=400 to 1016 ohms range between (B)(4) 2009 and (B)(4) 2011.

Event description:
It was reported that a lead integrity alert was triggered, there were episodes of non-sustained tachycardia and oversensing on the atrial and ventricular channels. It was also reported that there was variation in impedance on the atrial lead. Loose setscrews and/or lead fractures suspected. No intervention reported. The leads remain in use. No patient complications were reported as a result of this event.